Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was failed to open. The field service engineer confirmed that the customer had cleared the obstruction, restoring the drawer's functionality. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed to open. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed to open. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.